Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-04421. Reference MFR. Report: 1627487-2018-04423.

Manufacturer narrative:
Lead device information for both leads, as well as physician information has been requested but not received. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-04421, reference MFR. Report: 1627487-2018-04423. It was reported a clinical study patient experienced shortness of breath 45 minutes after a permanent scs system implant procedure. The patient went to the emergency room, and the physician ordered a chest CT scan and an EKG, both of which were unremarkable. The event was resolved on (B)(6) 2018.